Manufacturer narrative:
(B)(6). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2010-00126. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 99% stenosed target lesion being treated was located in the mid right coronary artery (rca) with a lesion length of 26.0mm and a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation with an apex flex monorail and a maverick2 monorail balloon and placement of a 3.0 x 32mm study stent and post-dilatation with 0% residual stenosis. It was noted by the core lab that the spiral d dissection occurred after predilatation and was covered with the stent. The final result was good. The patient was discharged that day on aspirin and clopidogrel.